Event description:
Complainant alleged that the clinicians were treating an obese pt (age unknown). The clinicians defibrillated the pt in excess of thirty times (joule settings unknown) over several hours time. Upon the administration of the last shock, the customer reported that the "pad exploded". The customer observed a bright flash emanating from the top of the pad. During the treatment of the pt, CPR was performed subsequent to the pads being applied to the pt. The clinicians continued defibrillating the pt with the device paddles. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. The customer was unable to supply the lot number of the electrodes involved in the event, as the products packaging was inadvertently discarded subsequent to the event. Please reference the attached copy of the electrode package insert, which advises the user, "do not conduct chest compressions through the pads. Doing so may cause damage to the pads that could lead to the possiblity of arcing and skin burns."